Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a vacuum error occurred during treatment and the system stopped treatment. Additional information received states that the laser fired before the vacuum error and the patient status is unknown.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A root cause couldn´t determined conclusively. The manufacturer internal reference number is: (B)(4).